Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens optic was observed to be scratched. The lens was explanted and exchanged during the original surgery session without further incident. No harm or injury to the patient is reported; however, surgery is said to have been prolonged. The device has been discarded by the healthcare facility. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector. Inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone aspheric rao600c batch 114256529 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 114256529. There is insufficient evidence and information available to determine the cause of the scratched optic.

Event description:
On 6th may 2025, rayner received notification from a healthcare facility in poland of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation of the lens into the eye, the optic was observed to be scratched necessitating lens explantation and exchange.